Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent up button response due to a flattened dome. The pump also had minor scratches on the lcd window, a cracked case at the reservoir tube window corners, cracked battery tube threads, and a corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump had a jammed up arrow button. He could not press it or navigate the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.